Event description:
It was reported that pump experienced malfunction when pump screen went dark and would not turn on, and initial attempts to power it on did not resolve the issue until a later restart led to malfunction message. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy. Technical support arranged shipment of replacement pump with updated software.